Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units screen is blank. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and didn't find any issue with the display. Unrelated to the reported issue, the fse found that there is no battery back and he advised the customer to replace the battery immediately. The unit was handed over to customer in good working condition.